Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported that the device would not deliver one staple. A new device was introduced and it would only deliver one staple. There was no consequence to the pt.